Event description:
A male patient was implanted with a low artifact power port. Sometime post a port placement, patient states that his port has not been flushed in over a year.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The port has to be flushed at least once every four weeks when port remains unused but the reported port has not been flushed in over a year which was against IFU. Therefore, the investigation is confirmed for the reported port has not been flushed in over a year. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The root cause of the reported event is user related. Labeling review: labeling: adequate. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. IFU reviewed: baw0731485 rev 0. The instruction for review states that: to help prevent clot formation and catheter blockage, each lumen of the implanted ports with open-ended catheters should be filled with sterile heparinized saline after each use. If the port remains unused for long periods of time, the heparin lock should be changed at least once every four weeks. Caution: remember that some patients may be hyper-sensitive to heparin or suffer from heparin induced thrombocytopenia (hit). These patients must not have their port locked with heparinized saline. Flushing and locking volumes (each lumen): procedure: when port not in use: volume: 5 ml heparinized saline every 4 weeks (100 u/ml). D4 (unique identifier (UDI) #), g3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A male patient was implanted with a low artifact power port. Sometime post a port placement, patient states that his port has not been flushed in over a year. There was no reported patient injury.